Event description:
Plaintiff alleges that he had bladder surgery and during his surgical procedure he was exposed to latex products, including gloves, and went into anaphylactic shock thereby causing him to suffer severe and permanent respiratory, physical and emotional problems.